Event description:
It was reported that a balloon rupture occurred. The 100% stenosed lesion was located in the severely calcified proximal right coronary artery. After a non-bsc balloon catheter was selected but failed to cross the lesion, a 1.50mm x 8mm apex¿ balloon catheter was selected and inflated. On the first inflation, the balloon was inflated to a unspecified atmospheres (atms). On the second inflation, it was confirmed that the pressure level did not increase more than 5 atms. The physician suspected balloon rupture and the device was removed from the patient. It was noted that it was not a pinhole rupture. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).